Manufacturer narrative:
Hill-rom technical support directed the customer to check the beds trend valve. Hill-roms attempts to acquired the status of the repair from the customer were not returned.

Event description:
Information received from the account indicated the head hi/low function of the bed is drifting down.